Manufacturer narrative:
Note: the cause was found to be a dead spot on a potentiometer that was on the pump/drive board. This was attributed to normal wear of use on the pump which was in use since 1996.

Event description:
During use, the pump speed was erratic. No pt injury resulted as a consequence of the event.